Event description:
It was reported that the pt had the epidural catheter placed and it functioned appropriately. When the catheter was being removed. Resistance was encountered, and the catheter separated. The retained portion was removed via a surgical procedure. There were no pt complications.